Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient said the catheters were bent/twisted. It is unclear if the lot number was requested. No medical intervention or patient impact was reported. No additional information provided.

Event description:
It was reported the patient said the catheters were bent/twisted. It is unclear if the lot number was requested. No medical intervention or patient impact was reported. No additional information provided. Per email response on 23oct2025, it was reported that physical samples are still available. Patient identifiers were provided - sex: male, age: 83, height: 5.5. Patient did not want to use the bent/twisted catheters for fear of damaging his urethra. No medical intervention was needed because the patient did not use the catheters. Patient will be returning all the defective catheters from previous order and this order.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: a,d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual: received one (1) unonpened magic3 intermittent catheter. Verified material number 50614 and batch number jukp1635. Visual inspection noted the catheter appears to be bent. Therefore, the product does not meet specifications. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient said the catheters were bent/twisted. It is unclear if the lot number was requested. No medical intervention or patient impact was reported. No additional information provided. Per email response on 23oct2025, it was reported that physical samples are still available. Patient identifiers were provided - sex: male, age: 83, height: 5.5. Patient did not want to use the bent/twisted catheters for fear of damaging his urethra. No medical intervention was needed because the patient did not use the catheters. Patient will be returning all the defective catheters from previous order and this order.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient said the catheters were bent/twisted. It is unclear if the lot number was requested. No medical intervention or patient impact was reported. No additional information provided.